Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: no root cause could be determined as the complaint could not be confirmed.

Event description:
The patient reported the v-go applied this morning and came off after only about 3 hours of being applied. The patient stated that he has had approximately 12 to 15 v-go's come off.